Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140 - 150 mg/dl.